Event description:
Pt called lfs and alleged that their meter was reading inaccurately high. They tested on their meter and obtained a result of 450 mg/dl. They rested and obtained a result of 430 mg/dl. The pt took 2 units of insulin. They stated the insulin is expected to drop their blood sugar down 100 mg/dl per 1 unit of insulin. They left home and after 45 minutes, they began to feel ill. They went home and tested their blood sugar on another meter and the result was 38 mg/dl. They ate and tested 30 minutes later on the suspect meter and a different vial of strips; the result was 65 mg/dl. The pt did not seek medical intervention. The test strips appear to be in good condition, the codes match, and the techniques for applying the blood to the test and cleaning the puncture area were done correctly. Based on the info provided the meter did not malfunction, nor was there a valid comparison made. However, it does not appear likely that the pt's blood sugar would drop to that extent in 45 minutes. Because the pt suffered a hypoglycemic event after taking insulin based on the high results, this case is being reported as an adverse event. New test strips are being sent to the pt.